Manufacturer narrative:
Final analysis found contamination of composition of epoxy on the contact spring. The anomaly may be traced back to deficiency in the manufacturing process. The founding may have contributed to the field complaint of sensing anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited sensing anomaly. The device was explanted and replaced with a competitor device. The patient experienced no adverse consequences.